Event description:
The sprint pns device has microleads that fracture, cause pain as fractured leads, and lead to infection. On (B)(6) 2021, I went to the (B)(6) center for left common peroneal nerve peripheral nerve stimulator implantation. The sprint pns was implanted with two microleads. On (B)(6) 2021, I returned to (B)(6) to have the 2 leads in place in the left upper calf examined. They had both uncoiled to some extent. The higher lead had migrated out and was removed by dr. (B)(6). The lower, more anterior, lead had also uncoiled but was still in place. Mr. (B)(6) noted that he had been placing the lead junctions further down his leg to account for the lengthening of lead. No warmth, erythema or swelling noted at the site. The spring representative, (B)(4) was present and evaluated the pns programming. On (B)(6) 2021, I returned to (B)(6) to have the microleads (the sprint pns) relocated to an area above my left foot. The remaining microlead below my left knee remained as a fragment. On (B)(6) 2021, I returned to (B)(6) for sprint pns lead pull. I was doing some yard work and was crouching. He received a message an error message and was no longer feeling the stimulation. Sprint rep has determined that the lead is fractured. Pt is here to have the lead pulled. On (B)(6) 2022 I returned to (B)(6) for fluoroscopic check of anchor lead remnant of sprint pns. I have been feeling a pricking sensation and pain at the area where the lead was inserted into my left ankle. When the leads were removed the barb at the end of the lead remained. Some ankle swelling at the area. I also have some shooting pain in this leg. I was treating it with ibuprofen. Lidocaine cream did not give him deep enough relief. The pns was placed for pain that is located in the left lower extremity (anterior lower leg, dorsum of foot, webspace between first and second toe). The pain is sharp, aching, burning, numb, cold, and tingling in nature and is described as constant. A fluoroscopy was to locate the lead remnants. A firm raised area ~1/2 a cm is noted at the former lead insertion site on the anterior aspect of his left ankle. On (B)(6) 2022, I had an x-ray at the (B)(6). The reviewing physician noted that I stated there are leads remaining causing pain. Ankle mortise is preserved. There are 3 radiopaque densities overlying the anterior lower shin and the dorsal talus; the first density is located at the anterior lower shin measuring 5 mm, the second is about 1 cm below it and it measures 8 mm, the third density is dorsal to the talus and measures 7 mm. On (B)(6) 2022, I returned to the (B)(6) center for explant of his pns remnants from left foot. Pain is located in the left foot. I underwent a left superficial and deep peroneal nerve stimulator ((B)(6) 2021) with subsequent lead migration and ultimately dislodgement with tip fracturing on removal. X-ray from (B)(6) demonstrated the residual lead tip. On (B)(6) 2022, I went to the emergency room after noticing some redness with increasing pain and swelling to the foot. I: posi had been icing, elevating and using naproxen without relief. The ER report stated musculoskeletal for myalgias (left leg pain). Skin: positive for color change (erythema left foot) and wound (surgical wound left lower extremity). The x-ray noted persistence of 3 subcutaneous curvilinear radiopaque foreign bodies within the anterior soft tissues of the lower leg and ankle. There is development of soft tissue swelling over these areas. Treated for findings consistent with cellulitis of the left lower extremity. Area of redness outline. I was given first dose of doxycycline here in the emergency department. FDA safety report ID# (B)(4).